Event description:
Right-side MRI indicated rupture.

Manufacturer narrative:
The device was returned intact and functional with light yellowing. No additional observations.

Manufacturer narrative:
Sientra complaint case (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side MRI indicated rupture and late forming seroma.